Event description:
It was reported that there was a clutch failure. This occurred during set up, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump has a clutch failure" was confirmed by checking the alarm history. A travel reverse error was also found in the event log/alarm history. The probable cause was worn out clutch parts. Replaced the left and right clutch and clutch spring, worm gear, worm coupling, and motor to fix the travel reverse error. Further investigation found the top case, and battery door were cracked. The left and right plunger cases were contaminated by fluid. The liquid crystal display (lcd) screen backlight was not working, and the potentiometer position sensor, plunger tube and carriage were defective. Replaced the top case, battery dory, left and right plunger cases, lcd screen and potentiometer position sensor, plunger tube and carriage. The pump was calibrated, greased, and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.